Event description:
The issue reported involved error alerts and improper insulin delivery. There was no reported impact to the customer's blood glucose level. The patient's mother declined further troubleshooting, and no additional information regarding the outcome of the event was received.